Manufacturer narrative:
H2: additional information was received. The lot number of the ups (product ID: 9735787) was updated to 19200070. D9/h2/h3/h6: the ups was returned and analyzed. The ups stayed on for forty minutes in conjunction with a test battery. All twelve and forty eight volt outputs measured normal and the power switch functioned. The ups was able to change the battery and run off of battery power without issue. No failure was found. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. B5 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the procedure was aborted prior to an incision being made.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. The ups was returned to medtronic but analysis was not completed at the time of filing. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system did not start, after that, the manufacturing representative was on-site and could not replicate the issue. It was later noted from the site that, even though the power was connected during the case, so the manufacturing representative replaced the uninterruptible power supply (ups) and there was no reproducibility after the replacement. It was also noted that since the navigation system did not start up, the site tried to use another navigation system but did not start due to the site using the wrong converter outlet. So the site aborted the scheduled surgery. "When the person in charge arrived at the facility, the navigation system was running without any problems".